Event description:
It was reported that the white cuff was unable to be deflated. No patient injury was reported. Additional information: body fluid was attached to the returned product therefore the event likely to have occurred during use. No patient injury occurred and the reports issue was resolved by replacing the tube.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. Three pictures were attached, during the analysis conducted it could be observed a top view of the product in one of them. In the others a focus on cuff was performed and a damaged can be appreciate; there were not conditions to corroborate difficult to deflate it. The returned sample was visually inspected at 12 to 16 and normal conditions of illumination according, inspection procedure. Damage on cuff was observed. The cuff and balloon pilot of the sample received was tried to inflate according to the recommendations on information for use using a syringe in order to evaluate the cuff. A test could not be performed due to the fact that the sample was not received in condition to perform a functional test. The damage detected on the cuff does not allow to inflate the cuff in order to try if it can be deflated by normally. No root cause has to be determined since the reported failure mode was not confirmed due to the fact that the sample was not received in conditions to perform a thorough investigation. No corrective actions are required since the complaint was not confirmed.